Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple occasions the customer stacked boluses and experienced a low blood glucose (bg) level of approximately 40 mg/dl. Juice and carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.